Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
(B)(4), on (B)(6) 2010 an advance sling was implanted. During the early post operative phase the pt developed a scrotal hematoma that spontaneously evacuated. This event was resolved on (B)(6) 2010. Ams has requested clarification and additional info of the event details.